Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify battery out limit alarm, button keypad anomaly, black screen due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer stated he was pushed into the pool while wearing the insulin pump. The customer stated there is fluid under the lcd display. The customer's blood glucose was 160mg/dl. The customer stated the down arrow button is not working. The customer took off battery, received a battery out limit and while trying to clear alarm it shut off. Customer stated the insulin pump alarmed after battery change. The insulin pump had a black screen when putting in new battery. The customer stated there was a constant tone, which explained it could have been caused due to fluid. Advised customer to discontinue the use of the insulin pump and revert to back up plan.